Event description:
Patient states cadd legacy pump s/n (B)(4) keeps beeping and display says something about cartridge. She turned power off and on again, tried to load another cartridge and got the same result. Sending new pump for delivery tomorrow. The patient did not miss any therapy as this was her backup pump. She will return the broken pump to a local ups store to ship back. Dose or amount: 113ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2013 to present. Diagnosis or reason for use: i27.0.